Event description:
The customer contact reported the control knob position did not match the displayed position. The pump was returned to the biomedical engineering department with a note that stated, "won't allow a rate to be set on primary or secondary settings keeps saying, 'volume to be infused.' If run anyway, runs volume entered as rate." The customer contact indicated the event was noted during set up prior to patient use. During testing at the user facility, the control knob position did not match the displayed position. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.